Manufacturer narrative:
Based on the received information, it is very likely, that the active electrode has been damaged due to excessive mechanical stress. However to determine an exact root cause, a device investigation would be necessary. The complaint can be reopened if further relevant information is available.

Event description:
There was no swelling or sign of trauma at the implant site upon examination by the audiologist on (B)(6) 2014.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
The pt's parents noticed that the pt would not wear the audio processor, and felt that it was painful on the (B)(6), 2014. This was of sudden onset as the parents reported that he was using the device before that time. The parents stated that they did not know of any head trauma but that it may have happened while he was at nursery.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.